Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. Suspecting insulation damage and lead fracture, the physician elected to perform a revision procedure wherein the proximal portion of the lead was explanted and the remainder abandoned surgically. A new rv lead was then implanted. It was noted that during the procedure blood infiltrate was visually confirmed in the insulation of the proximal segment of the lead. No adverse patient effects were reported.